Event description:
Caller reported multiple intermittent occlusion issue that caused their blood glucose level to read as "high" on the cgm for all events, although the specific value was unknown. Customer took corrective actions by using a correction injection via mdi and changing the infusion set and cartridge before resuming insulin, resolving the issue. Customer did not require assistance from any third party. Technical support planned to send customer a box of infusion sets to maintain satisfaction and requested follow up for additional assistance due to frequent occlusion issues.